Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for an evaluation, a root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 4 operation - removal of the balloon 1. Use a clean, lint-free cloth to gently wipe and dry the balloon surface. 2. Roll up the rear end of the balloon with your fingers. 3. After the removal of the balloon, confirm that the surface of the ultrasound transducer is free from scratches.¿ ¿in case the ultrasound transducer surface is scratched, stop using the endoscope and contact olympus.¿ this supplemental report includes information added to h4. Also, a correction has been made to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope was reprocessed with a non company balloon from a prior patient. The ring of the non company balloon was left in the distal end of the scope. When the scope was utilized for the next case, a new balloon was utilized over the ring that remained attached. The scope was utilized for the next patient/procedure and the ring was discovered during the pre-cleaning process after the procedure. The facilities infection prevention team performed a risk analysis and determined it was a low risk incident. The patient was tested for hiv and hepatitis, both of which were negative. Antibiotics were administered. Additional information has been requested.